Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier- (B)(6). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient felt redness and swelling around the implant at tooth location #43 accompanied with severe pain. The patient came to the clinic and an allergic reaction was found. The implant was then removed. Symptoms as a result of the event: abscess, pain.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. No malfunction identified. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and one other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.